Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient faced an infusion set leakage event on 16-jul-2025. The leakage was in the needle. No further information available.